Manufacturer narrative:
Covidien reference:(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the backlight inverter printed circuit boards (pcbs) and/or liquid crystal display (lcd) panels. Medtronic was not authorized to service the device.

Event description:
Report received that the ventilator had a blank upper display. The ventilator was not on a patient at the time of the event.